Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. E2015043.

Event description:
This report summarizes 2030 reported events (1894 initial reports and 136 follow-up reports). All reported events are related to device malfunctions button error alarm/keypad unresponsive and/or motor error alarm as allowed for in exemption e2015043 and contains no reportable serious injuries. Patient age ranged from 3 years to 102 years. Patient weight ranged from 30 lbs to 504 lbs. Patient gender was 44.5% male and 55.5% female for these reported events. The 1862 events were associated with button error alarm/keypad unresponsive, 159 events were associated with motor error alarm and 9 events were associated with both button error alarm/keypad unresponsive and motor error alarm. (B)(4). 946 events were coded with device problem code 2591-device displays error message. The following patient problem codes are associated with device problem code 2591-device displays error message: 113 hyperglycemia, 15 hypoglycemia and 818 no consequences or impact to patient. 1084 events were coded with device problem code 2913-device operates differently than expected. The following patient problem codes are associated with device problem code 2913-device operates differently than expected: 90 hyperglycemia, 14 hypoglycemia, 1 skin irritation, 1 wound infection and 978 of no consequences or impact to patient. The 136 follow-ups for events reported in previous quarters are being updated with investigation results following receipt and analysis of returned product.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Please see below for additional information. This report summarizes the results of our investigation of all 2030 reported events included in this summary report, submitted per exemption number 2015043. The evaluation conclusion codes for these 2030 reported events are: 6 of electrical problem, 155 of open circuit, 21 hardware timing problem, 842 improper humidity, 1 assembly problem, 288 deformation problem, 7 of fatigue problem, 101 of fracture problem, 1 of friction problem, 56 of no results available since no evaluation, 657 of results pending completion and 13 of no failure detected.